Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19feb2020.

Event description:
The customer reported a faulty touchscreen. The customer contacted product support and requested repair. The customer reported that the unit was not in use on a patient. The field service engineer (fse) replaced the touchscreen to address the reported problem.